Manufacturer narrative:
Result: the pet lock was intact on the proximal end of the pc400 coil pusher assembly. The pusher assembly was bent in multiple locations throughout its length. The distal detachment tip (ddt) was fractured off of the distal end of the pusher assembly. The embolization coil was detached from the pusher assembly and partially hanging out of the distal tip of the px slim. The embolization coil was flushed out of the px slim by a penumbra investigator, and was revealed to be kinked in multiple locations, with the proximal constraint sphere present. Conclusion: evaluation of the returned devices revealed the ddt was fractured off of the pc400 pusher assembly. This damage typically occurs due to forceful retraction of the pc400 against resistance. If the ddt becomes fractured, the embolization coil will likely detach from the pusher assembly. Further evaluation revealed the pusher assembly and embolization coil were both damaged in multiple locations. This damage typically occurs due to forceful manipulation of the pc400 against resistance during use. There was no visible damage to the px slim. A 0.025" mandrel was inserted into the px slim and advanced through the distal tip without issue. Pc400 devices are 100% functionally evaluated and px slim devices are 100% visually evaluated during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using penumbra coils 400 (pc400 coils). During the procedure, the physician advanced a pc400 coil and found that it was too small for the aneurysm; the distal portion of the coil prolapsed in the posterior artery. While slowly retracting the pc400 coil from a px slim delivery microcatheter (px slim), the pc400 coil unintentionally detached inside of the px slim with the distal portion of the pc400 coil still outside of the px slim. Although the pc400 had unintentionally detached, there was no issue reported with the px slim device. However, the physician decided to continue the procedure with another manufacturer's coils and microcatheter. There was no report of an adverse effect to the patient.